Manufacturer narrative:
H10: additional mnaufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 85 year old patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve in valve procedure after an implant duration of six (6) years and six (6) months due to calcification leading to "severe to very-severe" stenosis (effective orifice area oa 0.5cm2, vmax 4.2m/s, peak gradient /mean gradient 73mmhg/48mmhg) and mild to moderate aortic regurgitation. The patient presented to emergency room with shortness of breath on exertion, lower limb edema, paroxysmal nocturnal dyspnea, and wet cough. Upon admission to emergency room, troponins were found to be elevated. A 23mm transcatheter valve was implanted within this edwards surgical device.

Manufacturer narrative:
A 3mension and imaging were submitted for review. Per 3mensio report here is a stented bioprosthesis implanted in aortic position. A calcium deposit can be observed on the left coronary cusp at the annular plane. No other valvular calcification can be observed. Furthermore, as per imaging report, tte reportedly revealed global lv hypokinesis with severe lv systolic dysfunction. It is not possible, based on the submitted images, to assess the anatomy or function of the 3300tfx25mm bioprosthesis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.